Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The symptoms resolved one month post onset after 2 rounds of steroids.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with two syringes of juvéderm voluma® xc in the cheeks. The following day, patient reported warmness and swelling. Antibiotic prescribed. Hard lump developed where the juvéderm voluma® xc was injected and it¿s getting worse. Per patient, it "hurts under the left eye." The symptoms are ongoing.